Event description:
It was reported that customer¿s device displayed alarm 2 followed by alarm 26. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer declined further troubleshooting.